Event description:
The sheath was inserted, the wire removed, and a faulty valve noted. The sheath exchanged for a new one. Details: terumo pinnacle sheath 9f. We noted that there was no injury to patient and that product was returned to company. Will advise our contact within value analysis/supply chain and he will follow with ep as necessary.